Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4): the device was returned for evaluation. Evaluation found the unit's top board failed and item chain was missing. Both the top and bottom boards were placed as part of the upgrade.

Event description:
The device was returned for evaluation. Evaluation found the unit's top board failed and item chain was missing. Both the top and bottom boards were placed as part of the upgrade.